Event description:
It was reported that this pacemaker battery longevity was not as expected. Device data was analyzed and found the decrease in longevity was due to sensing high atrial rates. It was noted the patient has atrial fibrillation (af). Technical services (ts) discussed reprogramming options. The pacemaker remains in service. No adverse patient effects were reported.